Event description:
A malfunction was reported on the pump, and there were no notable events prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the malfunction as it did not recur after the reset and the customer was advised to continue using the pump and to report any recurrence of the malfunction.